Event description:
It was reported that the customer passed away while wearing the insulin pump. The spouse stated that he does not know where the device is. The caller mentioned that the customer was cremated, and he never got the insulin pump back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.